Manufacturer narrative:
This MDR is created as a follow-up. According to the available information, the patient's legal representative stated severe pain with daily activities and intercourse. Restorelle was implanted on (B)(6) 2016 and excised on (B)(6) 2016. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 04/23/2021. (B)(6) 2016 - symptomatic recurrent grade 3 cervico-vaginal prolapse, insertional dyspareunia. Open abdominal revision of sacrocervicopexy using previously placed restorelle y with prolene sutures, left uterosacral ligament suspension using prolene sutures, anterior colporrhaphy, vaginal mucosa trimming and repair, cystoscopy. Intraoperative findings: vaginal laxity of anterior/apical vagina, previously placed restorelle y intact and adherent to cervix and sacrum but coursing along/fixated to right pelvis, mesorectum thick and close to medial portion of restorelle y, peritoneum showing signs of inflammatory reaction and densely adherent to restorelle y, posterior vagina was well supported and no correction was indicated. No other adverse patient effects were reported.